Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) was constantly rebooting during the splash screen. When the cns rebooted, the status display lit up red, green, and orange and beeped five times. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/14/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 05/21/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/28/2024 emailed the bme for all information in the ni list above: no reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) was constantly rebooting during the splash screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) was constantly rebooting during the splash screen. When the cns rebooted, the status display lit up red, green, and orange and beeped five times. No patient harm was reported. Investigation summary: during the evaluation of the returned device, the reported issue of cns rebooting was duplicated. Nka repair center found that the cns's hard drives needed replacement with new software. As such, it is likely that the cause of the issue is related to the hard drives, or the software installed on them. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage, such as power outages, power surges, and generator tests, may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. Corruption of software or protocols on the system can lead to failures in operation. The most common causes of software corruption are ungraceful exits, such as use errors or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. Sudden power loss is also often a result of group policy pushes onto the machines. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 05/14/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 05/21/2024 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 05/28/2024 emailed the bme for all information in the ni list above: no reply was received. **UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) was constantly rebooting during the splash screen. No patient harm was reported.